Event description:
Litigation papers allege after his surgery, patient began suffering from pain in his thigh and groin. It is also alleged he also noticed a clicking noise. It is further alleged patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility and consistent and continual pain and suffering. It is also alleged, patient may likely be required to undergo revision surgery. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.